Event description:
(B)(6) was doing a straight cath using the straight cath kit and during insertion of cath, cath broke off the end of bag. (B)(6) was able to pull cath out so it did not get stuck or pushed further into the urethra.